Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The device displayed calibration error and would not run. The biomed initiated calibration using the maintenance software. The barrel size calibration was completed, but during the plunger force calibration, the unit alarmed it needed to be calibrated.. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The device displayed calibration error and would not run. The biomed initiated calibration using the maintenance software. The barrel size calibration was completed, but during the plunger force calibration, the unit alarmed it needed to be calibrated.. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 10/09/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. The device displayed calibration error and would not run. The biomed initiated calibration using the maintenance software. The barrel size calibration was completed, but during the plunger force calibration, the unit alarmed it needed to be calibrated. There was no patient involvement.